Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging. The t1 anchor was not returned with the device. The t2 anchor was returned but had been removed from the needle. The needle was bent backwards from intended position. The actuator tip was jammed at the distal tip due to bend in needle. A functional evaluation revealed the device can't be functioned due to needle bend and jammed actuator and actuator tip. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360 curved ndl dlvry sys ei, after t1 was released, t2 could not be released from the setting instrument. The t1 was removed from the joint. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.